Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was not displayed when the evis 180 series videoscope was connected to the subject device, but could be displayed with the evis 190 series videoscope at the preparation for the gastroscopy procedure. The subject procedure was completed with another device. At the incoming inspection for the repair, olympus australia checked the subject device and duplicated the reported phenomenon. It was found that the video connector socket terminals of the subject device was dirty and had signs of corrosion. Also the electrical circuit board had failure. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus australia, omsc surmised there was the possibility the phenomenon, no display the image was attributed to the operational amplifier failure because the subject device was manufactured before the design change for the countermeasure. And the phenomenon, the dirt and corrosion of the video connector socket terminals were attributed to the repeatedly long-term use passing more than 7 years since manufacturing the subject device. If additional information becomes available, this report will be supplemented.